Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient that approximately 13 years and 1 month post implant of this 27mm bioprosthetic aortic valve, it was explanted and replaced with an unknown device. The reason for replacement was not reported. No additional adverse patient effects were reported.